Event description:
It was reported that during a routine device check, this pacemaker was found to be in safety mode. Technical services recommended device replacement. It was noted that the patient is not pacer dependent but did occasionally feel a twitch in the pocket area. A device replacement procedure was being planned. No adverse patient effects were reported.

Event description:
It was reported that during a routine device check, this pacemaker was found to be in safety mode. Technical services recommended device replacement. It was noted that the patient is not pacer dependent but did occasionally feel a twitch in the pocket area. A device replacement procedure was being planned. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced with another manufactures device. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine device check, this pacemaker was found to be in safety mode. Technical services recommended device replacement. It was noted that the patient is not pacer dependent but did occasionally feel a twitch in the pocket area. A device replacement procedure was being planned. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced with another manufactures device. The product has been received for analysis. This report will be updated upon completion of analysis.